Event description:
It was reported during routine follow up, this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 2000 ohms. Technical services (ts) was consulted and offered troubleshooting options. In addition, during testing of the left ventricular (lv) lead vectors, it was reported any lv vector with the rv lead configuration were out of range. At this time, the rv lead remains in service. No adverse patient effects were reported.